Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file contained data spanning approximately 16 days ((B)(6) 2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on (B)(6) 2021 at 21:40 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the rsoc steadily decreased (also causing the reported power cable disconnect and low voltage hazard alarms to occur). The alarm resolved when power was restored to the system. No other notable events were observed. The mpu (serial number (B)(4)) was not returned for analysis. Per additional information, the root cause of the observed loss of ac power was the power cord becoming accidentally disconnected at the wall outlet. The device history records for the mobile power unit, serial number (B)(4), were reviewed and showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files were sent for analysis. The log file captured power cable disconnects and low power hazards on (B)(6) 2021. This was caused by power to the mobile power unit (mpu) being briefly interrupted. It was reported that the mpu was accidentally unplugged from the wall.